Manufacturer narrative:
The pump will not be returning to the manufacturer for evaluation, as it was not explanted. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was seen at an outside hospital and her inr was 6.0. The patient died of a hemorrhagic stroke. Per the family wishes, no autopsy was performed.